Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 2mm distal from the proximal waist, running distally, there was a 7mm longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left circumflex artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left circumflex artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.